Event description:
Pt called to report that meter says error 5. Pt was unable to obtain a bg reading. Pt mentioned that since pt was unable to obtain a bg reading, pt took their set amt of insulin. Pt then called lfs and ccr walked pt through a test, instead of getting error 5 they obtained an apply sample icon. Pt applied blood and meter still showed the apply sample icon. Issue was not resolved. Ccr sent pt a new batch of test strips.